Manufacturer narrative:
Investigation on the reagent kit lot did not identify any product issue. Based on the analysis of the provided data, the sample was at/near the limit of detection (lod) of the cobas liat test. A low level of viral material is present in the sample and results are expected to waver from run to run. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. No product problem found in the reagent kit investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a sars-cov-2 detected, flu a not detected and flu b not detected result in the initial test on the cobas liat system. This sample was retested on the same instrument, generated negative results for the three targets. The negative result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue and no product problem was not identified. A review of the data revealed late CT values indicative of a sample near the limit of detection (lod) of the test.